Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/02/2024, that on 07/01/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced a skin reaction with redness, inflammation, a rash, and infection under the entire patch area which occurred 2 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient went to a clinic on 07/01/2024 for evaluation as he felt discomfort at the sensor site. The doctor completed a skin culture test, which confirmed the patient had an infection. The patient was given a rocephin injection and was then prescribed oral doxycycline (100 mg/dl) for 10 days. The patient also self-treated the area with otc (over the counter) topical neosporin ointment. The patient still had pain at the sensor site at the time of report. The probable cause could not be determined. No additional event or patient information is available.